Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's programmer wouldn't turn her implantable neurostimulator on. The patient also reported that she experienced uncomfortable stimulation to the point that she went to the ER. The patient indicated that the stimulator would keep going off. No troubleshooting was performed and the patient has decided to discontinue the use of the stimulator as she had lost a tremendous amount of weight. The stimulator was turned off because the patient lost a tremendous amount of weight and was experiencing shocking sensations. The patient reported that the implant and lead were bothersome to her in certain positions and especially when something touches it. The patient opted to have the stimulator removed on the friday of the week following the date of this report. The patient was a current smoker, smoking 1-5 cigarettes a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.